Event description:
The patient was undergoing a procedure to a heavily calcified, non-tortuous proximal lad with 60% stenosis. When negative pressure was applied to the cypher, blood was pulled back into the inflation device. So the balloon rupture was observed, but the pressure increased to around 4-6atm, it stopped increasing and started to decrease. Because the balloon was still inflated, however, the sds couldn't be inserted back into the guide catheter. The entire system was eventually retrieved, and a flared proximal stent strut was noted to have cut into the tip of the guide catheter. There was no injury to the patient.